Event description:
It was reported that there was a discrepancy between the displayed and actual time on the customer's device, with a difference greater than five minutes, though the reason for the incorrect time was unknown. There was no adverse impact to the customer¿s blood glucose level as the prior settings did not result in blood glucose levels outside of the normal range. The customer was assisted by cts in updating the pump time and was advised to monitor and report if the issue recurred, which the customer understood and acknowledged.